Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd maxzero¿ needle-free valve there was a foreign matter blockage. There was no report of patient impact. The following information was provided by the initial reporter, translated from italian to english: obstruction of piccs used in preterm infants occurred, this is caused by clearly visible pieces of blue plastic, which were found inside the catheters, probably from deflectors and posiflow the event also occurred with other lots of the same product, which are reported: lot 22115619 with expiry date 24/11/2025 lot 22056317 with expiry date 30/05/2025 in total, therefore, the event occurred in at least three patients, with three different lots. Mail body: "an accident report involving the maxzero needle-less connector medical device is attached. Ref: (B)(4). Directory number: 946939 cnd: a07050202 - caps / obturators with needle-free access lots: 22036378 with deadline 03/28/2025. 22056317 with expiry 05/30/2025. 22115619 with expiry 11/24/2025.

Event description:
It was reported while using bd maxzero¿ needle-free valve there was a foreign matter blockage. There was no report of patient impact. The following information was provided by the initial reporter, translated from italian to english: obstruction of piccs used in preterm infants occurred, this is caused by clearly visible pieces of blue plastic, which were found inside the catheters, probably from deflectors and posiflow. The event also occurred with other lots of the same product, which are reported: lot 22115619 with expiry date 24/11/2025 lot 22056317 with expiry date 30/05/2025 in total, therefore, the event occurred in at least three patients, with three different lots. Mail body: "an accident report involving the maxzero needle-less connector medical device is attached. Ref: mz1000. Directory number: 946939. Cnd: a07050202 - caps / obturators with needle-free access. Lots: 22036378 with deadline 03/28/2025. 22056317 with expiry 05/30/2025. 22115619 with expiry 11/24/2025.

Manufacturer narrative:
Investigation summary: a mz1000 sample was not available for investigation; however, the customer indicated the complaint samples were from lot 22056317. The feedback provided by the customer suggests blue fragments were identified within the infused fluid during infusion. Analysis of photographs provided by the customer confirmed their experience, as blue particulates could be seen with a syringe and a catheter however the nature of the blue particulates could not be determined in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22056317 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience.